Event description:
It was reported that a patient's mouth was pulled to one side, 'as if one of his devices could be off,' and he was very lethargic. The reporter stated that it was hard to get the patient to respond and he was 'not acting like himself,' was acting 'really strangely,' and was 'acting very much like he does when something's turned off.' The symptoms returned the morning of the report. It was noted that the patient was traveling and they forgot to bring the patient programmer so they were unable to check if the device was on. It was reported that they were worried that they went into a store and it turned one of the devices off. The reporter stated that they wanted someone to check and see if the device was on. Eleven days later, it was reported that there were no issues with the therapy. See MFR report # 3004209178-2013-00754. It was unclear which device may have contributed to the event.

Manufacturer narrative:
Concomitant product: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot# va01k4q, implanted: (B)(6) 2012, product type lead; product ID 3387-40, lot# l75839, implanted: (B)(6) 2000, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).